Manufacturer narrative:
E1: initial reporter phone no:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system; non-dehp continu-flo solution set was sliced in half. The issue was noticed when the packaging was opened before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. A visual inspection was performed which showed that the tubing was cut by the packaging machine. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.